Manufacturer narrative:
Investigation the following allegations have been investigated: perforation, nonconclusive thrombus, extremity numbness, vision impairment/loss, back pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported extremity numbness, vision impairment/loss, and back pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2015 via the right common femoral vein due to being diagnosed vein thrombosis (vt)/pulmonary embolism (pe). The patient alleges perforation. The patient further alleges numbness in extremities, vision impairment or loss, back pain. On (B)(6)2018, per a report from xray 2; ¿there is an ivc filter in place with once of its legs positioned in the direction of the right renal vein, which was present on prior pet/CT.¿ on (B)(6)2018, per a report from computed tomography; ¿vasculature: ivc filter inferior to the level of the renal veins with apparent small filling defect within the superior aspect of the filter likely nonocclusive thrombus versus motion artifact. Filter legs extend beyond the walls of the ivc.¿ on (B)(6)2018, per a report from computed tomography; ¿unchanged position of ivc filter with associated nonocclusive thrombus.¿ on (B)(6)2018, per a report from computed tomography; ¿unchanged position of the inferior vena cava filter, with multiple prongs pierced through the wall.¿ on (B)(6)2018, per a report from computed tomography; ¿there is thrombus in the left common iliac, left femoral, and left great saphenous veins. The left common iliac vein is well-opacified and not significantly compressed by the right common iliac artery. No evidence of aaa. Inferior vena cava filter terminates superiorly at the level of l1.¿ on (B)(6)2018, per a report from computed tomography; ¿inferior vena cava filter with tip at l1 vertebral body level.¿ on (B)(6)2018, per a report from computed tomography 2; ¿persistent although decreased left femoral vein thrombus. Ivc filter in place.¿ on (B)(6)2019, per a report from computed tomography; ¿an ivc filter is in appropriate position, but does have extraluminal struts. The right lateral margin of the aorta is abutted and could be pierced. A strut also extends into the right gonadal vein. Otherwise, no distinct or significant vascular abnormalities otherwise noted.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."